Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the joystick is defective. Provider states the joystick is sticking and turns on its own, when sitting still in the chair it will creep forward and when consumer is moving forward it will turn. No additional information provided therefore no protocol questions asked.